Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. However, this would not have caused a slippage, as when the unit is properly positioned and put under pressure, the unit would not have slipped. General maintenance performed and all worn parts were replaced with new parts. Further evaluation by quality engineering confirms the initial findings and noted signs of wear to the clamp consistent with routine use, including wear to the starburst teeth and ratchet extension. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that a patient was pinned with standard 60 lbs. Of pressure and positioned for a craniotomy surgery in the mayfield modified skull clamp (a1059). Shortly thereafter, the device slipped causing a 1 inch laceration to the patient. The wound was stapled to close and the patient was re-positioned in another skull clamp in a similar fashion and remained fixated for the remainder of the case. This incident caused a 15-minute delay in the case. No further complications reported.